Manufacturer narrative:
Additional manufacuring narrative: the returned device was evaluated. The circuit board power button was electrically shorted which results in the device powering off or on by itself.

Event description:
The customer reported the device powers on and off on it's own. No consequences or impact to patient were reported.